Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7082923.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent an explant procedure. All explanted device components were disposed and will not be returned.